Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 due to pelvic organ prolapse, apical defect, enterocele, cystocele, rectocele, stress urinary incontinence and hypermobile urethra along with concurrent colposacropexy with enterocele repair. The patient underwent another gynecological procedure on (B)(6) 2011 due to post hysterectomy, post colposacropexy, cystocele and rectocele along with concurrent a&p repair augmented with xenform soft tissue repair matrix 8x2 of boston scientific, cystourethroscopy and vaginal pack. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient underwent another gynecological procedure on (B)(6) 2011 and replifom was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.